Event description:
The following information was reported by the physician: on an unknown date, right limb occlusion was observed on a previously implanted gore® excluder® aaa endoprosthesis. Additional information has been requested.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A.1. Patient identifier added. A.2. Patient age at time of event added. A.3. Patient gender added. B.4. Event description: additional information added. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® aaa endoprosthesis instructions for use, potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, aneurysm enlargement and endoleak. B.3. Event date: as the date of initial endoleak identification remains unknown, the event date has been estimated as the date the gore representative became aware of the event - 09-jun-2023. H.6. Investigation findings for communication/interviews: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15.

Event description:
On an unknown date, the patient underwent reintervention for a proximal type I endoleak on a previously implanted gore® excluder® aaa endoprosthesis. An aortic extender component was used for proximal extension of the trunk-ipsilateral leg component. On an unknown date, the patient underwent reintervention for a proximal type I endoleak whereby ballooning was performed between the aortic extender component and the trunk-ipsilateral leg component. No devices were implanted during this reintervention. It was noted that a gore representative was not present at the case. During follow-up on an unknown date, it was observed that the patient had a potential suspected type I endoleak, or multiple endoleaks. On (B)(6) 2023, the physician notified the gore representative that a reintervention was planned for endoleak treatment. The gore representative also became aware of the prior ballooning at this time. On (B)(6) 2023, the patient underwent an endovascular zone 8 renal reintervention to treat the proximal type I endoleak. Abdominal aortic aneurysm enlargement was also observed (amount unknown). During the procedure, a non-gore (cook medical) device was used to extend the aortic extender component proximally to cover the patient's lower renal arteries which were then fenestrated. The endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
B.7. Other relevant history, including preexisting medical conditions: added. D.4. Device information: the device lot/serial number was requested but was unavailable. Therefore, device information remains unknown. D.6a. If implanted, give date: date of device implant was requested, but is unavailable. D.10. Concomitant medical products and therapy dates: apixaban, cleviprex, hydralazine, oxycodone. H.4. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. H.6. Investigation conclusions: code d15 and d12 remain unchanged g. Contact office - manufacturing site: corrected.